Manufacturer narrative:
The insulin pump had button error alarm and no up button response due to corroded keypadtrace. No ramping numbers anomaly noted. Unable to verify for battery out of limit alarm due to no button response. The device was received with scratched lcd window, crack case on all four corners near display window, crack reservoir tube lip and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 194 mg/dl. Troubleshooting was performed. The device was returned for analysis.